Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional fractured pre-operatively.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record and receiving inspection reports identified no deviations or anomalies. Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 2 years 3 months before it fractured, which was manufactured in sep 2014 and has been used in an unknown number of surgeries. Reported information states that the surgical technique was followed during use of this device. Tasp was manufactured before design change. Root cause can be traced to design issue.